Event description:
The customer reports that the user interface module (uim) on one of their units does not power up, only the membrane panel leds are lit up. The customer requested for field service to come assist with correcting the issue. According to the customer, the unit was not on a patient when this issue occurred.

Manufacturer narrative:
Field service evaluated the unit, and confirmed that the reported unit had a blank screen. He replaced the user interface module, and performed operational verification procedure tests. The unit was performing according to manufacturer standards. A returned goods authorization (rga) number was issued to the customer for the return of the alleged faulty user interface module for evaluation. As of (B)(6) 2015 the alleged faulty user interface module has not been received. Once it is received and evaluated, a follow-up medwatch report will be submitted.